Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient stated that their leads seemed to have come out some. They were not feeling stimulation like before. They were advised to increase the stimulation and that they may, or may not, feel stimulation all of the time. It was unknown if the issue was resolved at the time of the report. It was noted that the trial started on (B)(6) 2017. There were no further complications reported or anticipated.